Manufacturer narrative:
The evaluation of complaint data for the product and likely cause alinity I hbsag reagent lot 30287ud00 identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Historical performance in the field using worldwide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the product lot. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I hbsag qualitative ii reagent (lot# 30287ud00).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-31.

Event description:
The customer reported a (B)(6) alinity I hbsag result on a patient. Results provided: sid (B)(6) = (B)(6), repeated on (B)(6) 2021 = (B)(6), repeated on (B)(6) 2021 = (B)(6). (B)(6) confirmatory neutralization testing performed on (B)(6) 2021 is (B)(6). No impact to patient management was reported.